Manufacturer narrative:
Complaint received without pertinent information. Good faith attempts have been made to obtain missing information. Per the complainant the dental implants failed to achieve primary stability. If additional information becomes available, this complaint can be re-evaluated. (B)(6).

Event description:
As per complaint (B)(4), during a clinical procedure a dental implant failed to achieve primary stability and was removed.